Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported on (B)(6) 2016 that the patient had their pump removed due to a staph infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.